Event description:
It was reported an overdoes occurred. The patient presented to the emergency department (ed) the night before this report with altered mental status, confusion and "problems with consciousness." The ed physician "placed a cardiac magnet over the pump to stop it." It was noted the day of this report that the patient was doing a "little better with alertness." The pump logs showed a motor stall, the magnet was removed and the pump recovered. It was later noted the health care provider (hcp) did not think the patient's symptoms were related to the pump as the patient had a psychological "history," "takes benzos and opioids," and had a "tox screen positive for cannabis." The device system was used to infuse clonidine, bupivacaine, morphine. No further information was reported.

Manufacturer narrative:
Patient programmer model 8835, serial# (B)(4), catheter model 8709sc, serial # (B)(4), implanted 2011 (B)(6). (B)(4).